Manufacturer narrative:
The infusion device was thoroughly evaluated. The display is broken and is partially unreadable. The damage was caused by a mechanical impact. The e7 (mechanical) error was found in the device history. The error message is a sequence error of mechanical impact. The resistor on the power supply board is defective. As a result the error is unresolvable. The issue is related to user handling.

Event description:
The pt received an e7 electronic error on the infusion device. A new battery was inserted, but this did not resolve the issue. Pt removed and reinserted the same new battery, and the error message cleared and then reappeared. He removed and reinserted the battery again, but the infusion device display was blank. The infusion device continued to beep. E7 electronic error appeared while the infusion device was in basal rate delivery. The infusion device was not exposed to water, electromagnetic fields, or temperature changes, and the correct type of battery was used. Infusion device was not dropped on a hard surface within the past 48 hours. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.